Event description:
It was reported that during a ptca/stent procedure that a stent was successfully and uneventfully deployed in the left anterior descending. Thirty minutes later the pt developed chest pain, and was returned to the cath lab. Thrombus was then present within the stent. The pt rec'd anticoagulation therapy, and the area was redilated. No other info was provided.